Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented at a follow-up in clinic. Upon threshold testing, the left ventricular lead exhibited high capture thresholds and loss of capture. Programming changes were discussed but not implemented. The patient's thresholds lowered to within range. The patient was in stable condition.